Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2018 5076-58 lead implanted: (B)(6) 2003 6943-65 lead implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead warning triggered, and the superior vena cava (svc) coil lead exhibited spikes in impedances to undefined high levels. The lead remains in use. No patient complications have been reported as a result of this event.